Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to an unknown reason. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred june 2019. Block d6b: explant date: (B)(6) 2019.

Manufacturer narrative:
Block b3: exact date unknown, event occurred (B)(6) 2019. Block d6b: explant date: (B)(6) 2019. Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. The patient underwent an implantable pulse generator (ipg) explant procedure due to an unknown reason. There were no clinical signs, symptoms, conditions. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to an unknown reason. No further information could be obtained despite good faith efforts.